Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.